Event description:
Patient is prescribed biofinity soft contact lenses for extended wear in 2008. At the time of the incident, the patient had been wearing the lens in the right eye for about 16 days continuously. During vacation approx six months later, while on the beach, patient began to experience sudden pain. Patient states she contracted a serious infection of her right eye and has suffered loss of vision. Patient claims treatment prescribed was corticosteroid and antibiotic drops. Dispensing ecp examined patient in 2009 and found a "right eye distinct macula at clock 9-12 like a ball upwards and outwards. Covering half the pupil." Left eye is not involved in the incident. Dispensing ecp reports corneal scar from infection covers 1/4 of pupil of right eye.

Manufacturer narrative:
The lens has not been returned for evaluation and a product lot number has not been provided. The dispensing ecp examined the patient some time after the event occurred and "judges it as right eye keratitis, most probably pseudomonas." The patient states she began experiencing severe pain when on the beach. A sudden onset of pain would be indicative of a foreign object in the eye. Since the patient had been wearing the subject lens continuously for 16 days, there is no indication that the lens could have been the cause of the pain or the source of the subsequent infection. The incident described is indicative of a foreign object in the eye which may have caused injury and introduced bacteria into the cornea. It is not possible to reach a conclusion due to lack of information. Information identifying the actual treating facility or the treating ecp's diagnosis has not been provided. A review of the complaint history for this product type was performed. No other complaints of eye infection have been reported for this product type. This appears to be an isolated incident and no trend has been identified. Results - the results of the evaluation did not find anything to indicate that the device could have caused or contributed to the patient's condition. Conclusions - there is not sufficient information provided to draw a conclusion as to whether or not the device could have caused or contributed to the patient's complaint.